Event description:
It was reported that the zimmer air dermatome was not taking a smooth graft, very patchy and skims the surface. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 01/28/2010 and has no repair history at zimmer surgical. Evaluation of the device observed a deep cut, approximately 8 feet from the dermatome connector, in the outer sheath of the hose exposing the inner sheath and a smaller cut was next to the deep cut. Minor nicks on the head and the width plates were observed, and the 3" width plate displayed evidence of over-tightening of the width plate screws. The master blade was flush with the control bar and the device operated within motor speed specification; however, air leaked out of the deep cut in the hose. Prior to repair, the device was outside calibration specification only at the zero thickness setting on the right side. In addition, the device also failed side to side calibration at the zero thickness setting. Customer did not return any associated blades for evaluation. The device has never been returned to zimmer surgical for preventative maintenance since being manufactured three years ago. Improper handling most likely caused the damage to the hose and most likely was the cause for over-tightening of the width plate screws. The leaking hose and over-tightening of the width plate screws could have prevented the device from taking an optimal graft. Lack of preventative maintenance most likely caused the small nicks to the head and width plates which could have contributed to the reported event, as well as the lack of calibration at the zero thickness setting. No info is known regarding the technique or methods utilized during the reported event: however, incorrect user technique could have prevented the device from taking an optimal graft. The device was serviced and returned to the customer.